Event description:
Reprot received from (B)(6) states: "while removing pieces of the lens with hardness of 5+, aspiration lost effeciency and it works on and off. Tubes got occluded. No pt impact."

Manufacturer narrative:
Additional info has been requested yet not received. Should additional info become available a supplemental report will be submitted. Though requested, the product is not being returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.